Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade 3 capsular contracture.

Event description:
Patient reported right side implant swelling with possibility of scar tissue and exchange from a textured to a smooth breast implant due to patient's concern with the product. Additionally, a healthcare professional reported "right breast had baker grade 3 capsular contracture, and heavily calcified capsule." Device has been explanted and discarded.